Manufacturer narrative:
Additional FDA product code: dqo, dqe, kra, dqk, dra, dsb, dxn, qaq. Additional premarket submission: k231248. Device is not available for return. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported on medwatch mw5172405 that, during device prep, the swan ganz catheter could not be deflated. Catheter was removed from the sterile field and a new catheter was opened to resolve the issue. No allegation of patient injuries.